Event description:
During a repair visit performed by a getinge service territory manager (stm), the fiber optic assembly for the cs300 intra-aortic balloon pump (iabp) was observed to have failed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the fiber-optic assembly. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
During a repair visit performed by a getinge service territory manager (stm), the fiber optic assembly for the cs300 intra-aortic balloon pump (iabp) was observed to have failed. There was no patient involvement, and no adverse event was reported.